Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. Pictures were received and reviewed; the reported event could not be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, batch a750cd0910 were manufactured on 16 july 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed. The review of the sterilization certificate indicates that the products were sterilized according to the specification. 9 similar complaints (including the current complaint) have been recorded for refobacin bone cement r 1x40g, reference 3003940001, batch a750cd0910 on the reported event within one year. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging was found to be opened. This issue was found before the surgery. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 2621 products biomet bone cement 2x40g, reference (B)(4), batch a750cd0910 were manufactured on 16 july 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed. The review of the sterilization certificate indicates that the products were sterilized according to the specification. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging was found to be opened. This issue was found before the surgery. There was no patient involvement. No adverse events have been reported as a result of the malfunction.